Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had air bubbles in the reservoir. The customer's blood glucose was 16.7 mmol/l at the time of incident. The mother reported multiple champagne sized air bubbles in the reservoir. It was also found the customer had a large air bubble near the site area. The mother stated the insulin pump was not rewound with the reservoir in place to create air bubbles. Troubleshooting found the air bubbles persisted after a set change. The mother stated the air bubbles have been recurring for one year. The customer agreed to return the product for analysis.